Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar spinal surgical procedure at l4-s1. It was reported that the bone screw was damaged by the driver. It is believed that the bone screw stripped. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: the inner hex of the bone screw is stripped. The damage appears to be the result of overload. There is no damage to the threads of the bone screw; there are some witness marks on the threads of the screw head were it appears it was grabbed.